Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user switched to review monitor to continue the procedure. The philips field service engineer (fse) inspected the system onsite and identified that the live monitor has problem. Upon troubleshooting, fse exchanged live signal and reference single cable, but the issue was not resolved. The philips engineer replaced live monitor. After replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live display screen was black, and the display was damaged. The device was in clinical use at the time of the reported event. There was no harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the monochrome monitor ER which returned the device to use in a good working condition.